Manufacturer narrative:
Concomitant medical products: pxl 161207/11432875. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53mm in diameter, and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. During control angiography, kinking of the gore® excluder® aaa iliac extender endoprosthesis implanted in the right iliac artery was noted and a luminexx¿ was implanted to resolve the reported kinking. Additionally, repair of the right femoral tripod and embolization of the right internal iliac artery was performed, and the left external iliac artery was stented. The patient tolerated the procedure with no reported endoleak and the kinking was reported have been resolved. The event was reported to be procedure related and not related to the device or the aneurysm.

Manufacturer narrative:
Corrected/additional information: medications requested but not provided. According to the instructions for use for the gore® excluder® aaa endoprosthesis, additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53mm in diameter, and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. During control angiography, kinking of the gore excluder aaa iliac extender endoprosthesis implanted in the right iliac artery was noted and a luminexx stent was implanted to resolve the reported kinking. Additionally, repair of the right femoral tripod and external iliac was performed due to a stenosis of the femoral tripod, noticed after material removal, due to atheromatous femoral arteries. Surgical endarterectomy was performed with reconstruction angioplasty of the tripod. The patient tolerated the procedure with no reported endoleak and the kinking was reported have been reduced. The kinking was reported to have been caused by the tortuosity of the patient's anatomy and not related to the device or procedure.